Event description:
Physician reported left side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification) additional observations: ¿ brown particles observed in the surface of the shell. ¿ observed 40 mm dark patch edge material inside gel device. ¿ observed creases on the device.

Event description:
Physician reported left side rupture diagnosed by ultrasound. Device has been explanted.